Event description:
It was reported that during a ptca procedure, a portion of the guide wire broke off and lodged in the distal left main and proximal lad. The physician had placed a stent in a diagonal, closing off a small lad. While attempting to rewire through the native lad through the struts of the stent. The physician experienced removal difficulties and the wire broke during removal. The wire could not be retrieved. Pt was taken for emergency bypass surgery. No further complications were noted and the pt was discharged on 12/2000.